Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic colonscopy procedure for treatment. The clinician stated that while manipulating, the resolution clip device broke off in the colon prior to deployment. The pt did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yeet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.